Event description:
On 5/23/83 an ipp device was implanted. On 3/14/89 the cylinders were revised. On 1/22/97, the reservoir was removed from the pt and replaced because during an unrelated surgery the reservoir was damaged.